Manufacturer narrative:
Concomitant medical products: addrl1, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead was programmed off and capped. The rv lead was replaced and placed in the right ventricle because of need for atrial ventricle node ablation due to chronic atrial fibrillation with rapid ventricular response. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The rv lead was programmed off and capped. The rv lead was replaced and placed in the right ventricle because of need for atrial ventricle node ablation due to chronic atrial fibrillation with rapid ventricular response. No patient complications have been reported as a result of this event.